Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in-clinic with a large hematoma. Upon interrogation loss of capture and dislodgement was noted on the right ventricular lead. It was also noted that the helix was moving in and out easily. The physician stated that the patient admittedly was using his arm fully after discharge which led to the dislodgement. The lead was explanted and replaced and the hematoma was surgically evacuated during the lead revision. The patient was stable after the procedure.